Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was superficial. The pt reported discomfort at night when he rolls over the ipg while in bed. Follow up identified the incision was well healed, and there was no swelling. It was reported the pt did not want surgical intervention at this time.